Event description:
During the procedure, the first microsphere 10 cerecyte microcoil (csp10040030/g12169) placed in the aneurysm pushed the echelon 14 microcatheter out of the aneurysm, and then the attempt to re-sheath the coil was not successful. The same situation happened with the second coil (same catalog and lot number). After the event, one of the two coils stretched, because the coil was out of the introducer sheath, and the coils remain attached to the delivery systems. The procedure was completed the procedure successfully with cashmere coils. The aneurysm was located at the basilar tip and the vessel was normal. There was no patient injury reported and the component will be return for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-20024 and 1226348-2013-20025.

Manufacturer narrative:
During the procedure, the first micrusphere 10 cerecyte microcoil ((B)(4)) placed in the aneurysm pushed the echelon 14 microcatheter out of the aneurysm, and then the attempt to re-sheath the coil was not successful. The same situation happened with the second coil (same catalog and lot number). After the event, one of the two coils stretched, because the coil was out of the introducer sheath, and the coils remain attached to the delivery systems. The procedure was completed the procedure successfully with cashmere coils. The aneurysm was located at the basilar tip and the vessel was normal. There was no patient injury reported and the component will be return for analyses. (B)(4): the coil was returned stretched at the proximal end. The coil was returned unsheathed and entangled inside the returned packaging. The distal section of the device positioning unit (dpu) was returned bent. The coil unraveled out of the soldered section. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The damaged v notch edge has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the material away from the surface. Located at the distal tip of the skive is severe mechanical sheath damage resulting in an opened skive. This damage is associated with the resheathing tool. Due to the type of coil damage found no advancement testing inside the microcatheter could be performed. There are two possible contributing factors to the microcatheters movement out of the target zone. The primary contributing factor may have occurred when the sheath became embedded into the resheathing tool's v notch. This would have caused a binding action between the dpu, the sheath, and the coil. This binding action would have produced significant resistance which may have caused the microcatheter to move off the target location. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.' The secondary contributing factor to the microcatheters movement may have been due to the coil encountering distal interference from itself, the coils already dwelling inside the aneurysm, the distal tip of the microcatheter. However, the exact source of this interference whether from a fixed or detached nature cannot be determined. In addition, without the return of the echelon 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The most likely root cause of the resheathing difficulty occurred when the resheathing tool was advanced over the proximal end of the green introducer at the clear/green junction. When the resheathing tool was retracted this opened up the skive which allowed the dpu to protrude outside the sheath. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'return to the infusion microcatheter's rhv. Loosen the rhv and gently slide the introducer tip out from the rhv, over the dpu wire. Once a small section of the exposed dpu wire is visible, tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand, grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool, leaving approximately 1 inch of the unsheathed introducer sheath still visible.' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made, based on the available information, the analysis, and the device history records review it appears that device manipulation and procedural/handling factors may have contributed to the reported stretching and positioning difficulty of the coil with no indication of a relationship to the device manufacturing process. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 1226348-2013-20024 and 1226348-2013-20025.